Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim g4 user guide states, "the t:slim g4 cartridge is contraindicated for use with products other then u-100 humalog and u-100 novolog insulins."

Event description:
It was reported that the customer received intermittent occlusion alarms. Reportedly, customer is using apidra insulin. Customer changed pump supplies to resume insulin delivery. Customer had elevated blood glucose (bg) levels reaching 317 mg/dl. Customer delivered a bolus and changed pump supplies to address elevated bg levels.